Event description:
It was reported that after a da vinci-assisted urology surgical procedure, the wire at the tip of the prograsp forceps was frayed and incomplete. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.